Manufacturer narrative:
H10: one (1) actual sample was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed according to the specification. Functional tests were performed which included pressure and blockage tests and there were no leaks or blockages in the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system extension set leaked. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.